Manufacturer narrative:
Date of event is estimated. Attempts to obtain patient weight were not successful. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had ineffective therapy. X-rays indicate that one lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2026. During the procedure the second lead that was inadvertently pulled so both leads were removed and replaced to address the issue.